Manufacturer narrative:
An event of heart block during the portico device implant procedure was reported. Information from the field indicated that the patient was in sinus rhythm at the beginning of the procedure, the valve was implanted at a 4.98mm depth, and that no calcification extended beneath the aortic annular plane. Additionally, the physician confirmed that the heart block was caused by the balloon used for pre-dilatation. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the heart block is due to the balloon used during the pre-dilatation procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system. The patient was in sinus rhythm at the start of the procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon valvuloplasty was performed with a 23mm non-abbott balloon with one inflation, and on electrocardiogram (ECG) patient had a third degree atrioventricular (av) heart block. The valve was successfully implanted with no further change in rhythm. The final implant depth, or the distance from the non-coronary cusp (ncc) to the ventricular end of the frame, was 4.98mm. The decision was made to implant a dual chamber permanent pacemaker. The patient status was reported as stable.